Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It is reported that a customer had issues with their insulin pump not communicating with the meter. The customer's blood glucose level was at 272 mg/dl. The customer was told that we would send a request for her to be delivered a new pump but in the meanwhile the customer was assisted with setting the pump. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.